Event description:
It was reported that the pump dispensed insulin from the cartridge load step.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged.